Event description:
Reportedly, the vega r58 (sn: (B)(6)) was firstly implanted at the cardiology dep. Of the account hospital,la chaux-de-fonds". Due to a lead perforation a lead revision was performed afterwards at the inselspital bern to explant the lead and to implant a new one. Pericardial and pleural effusion occurred.

Manufacturer narrative:
Summary of the investigation: device history report (DHR) analysis shows that the unit related to this report met all the requirements of the specification at inspection. The analysis did not present any product rejections during the manufacturing process, nor deviations that could result in the reported incident. No data and no memories were recorded in the patient files provided, the reported cardiac perforation was confirmed with certainty with the provided x-ray. Based on the available information, it should be noted that cardiac perforation may be attributable to factors such as patient physiology or physician preferred implant site, which are independent of the lead characteristics. Furthermore, cardiac perforation is a well-known potential complication associated to such implantable devices, discussed in published literature. However, the lead involved in this complaint shipped for analysis was lost during the transit. Therefore, no expertise could be performed. If the lead arrives at the expertise location, the investigation will be carried out and a new report will be provided. The results of this investigation are retained and utilized for trending purposes. For more details, please refer to the attached report analysis h3 other text : the lead involved in this complaint shipped for analysis was lost during the transit.

Event description:
Reportedly, the vega r58 (sn: (B)(6)) was firstly implanted at the cardiology dep. Of the account hospital, la chaux-de-fonds". Due to a lead perforation a lead revision was performed afterwards at the inselspital bern to explant the lead and to implant a new one. Pericardial and pleural effusion occurred.